Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.0x15 rx xience xpedition stent delivery system (sds) was loaded onto an unspecified guide wire and advanced with resistance. Slight force was applied to the sds. As the guide wire was not perfectly clean, the decision was made to remove the sds from the guide wire, clean the guide wire and re-load the sds. The sds was removed from the guide wire without resistance. During the reloading of the sds, it was noted that the sds tip was separated. The sds was not used and did not enter the anatomy. Reportedly, the tip separation likely occurred during removal of the sds from the guide wire. The procedure was performed successfully using another device. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.